Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the call. The customer was assisted with performing a 5.0u fixed prime, and insulin did not exit and pump alarmed no delivery. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the set at the tubing connector and push insulin slowly through the tubing. Customer reports that insulin does not exit with plunger push. The customer was informed that the alarm was caused by set/reservoir connection. The customer was advised to change the reservoir. A new reservoir was sent to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.